Event description:
Meter was reading inaccurately high. The patient reported no symptoms at the time of testing. The patient obtained a result of 210mg/dl and the lab result was 180mg/dl. The tests were done within 10 minutes. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip was done correctly. The patient performed two control solution tests, which failed. Based on the information, there is evidence of meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A new meter is being sent to the patient at this time.